Event description:
The customer returned the device for evaluation. During co's functional test, enough liquid oyygen leaked from the cracked connecting tubes to potentially cause a serious injury should this malfunction recur. The unit was replaced and returned to the customer. A review of the product history record indicates no discrepancies in the manufacturing process per the approved dmr. A corrective action was implemented for units manufactured after 9/13/95 which replaced the connecting tubes with a more durable material.